Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was fount that the system shut down during transport. Logs displayed critical battery errors on motion batteries. Motion batteries replaced. Chargers check ok. System checkout performed. A software investigation was also completed. Logs were analyzed and it was determined that this is not a software induced event, suspect hardware since batteries were replaced. The replaced batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) shut down unexpectedly after it had been used for a case. It was reported that the system had been plugged into outlet power and charging throughout the case. There was no patient present when this issue was identified. No additional details were provided.